Manufacturer narrative:
Concomitant medical products: 2088tc, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for atrial fibrillation (af) with rapid ventricular response detected as ventricular tachycardia (vt). It was also noted that the left ventricular (lv) lead threshold was high. Both the cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.